Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Evaluation summary: customer report of "flaw on the leaflet" was confirmed through observed particulate on leaflet. As received, valve was still attached to holder and all three green sutures were intact at the cutting channels. A loose particulate, approximately 0.5mm long, was found on the outflow aspect of leaflet 1. Prior to decontamination, the valve was rinsed two times using saline solution as per IFU instructions; the particulate remained attached to the leaflets post rinse. Suture holes were not visible on the sewing ring. The holder remained attached to the valve. The ID tag had been removed and was not returned. The x-ray demonstrated the wireform to be intact. Ir spectrum of the unknown particulate showed similar absorption characteristics when comparing to cellophane like material. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The root cause determination of this event is still in progress. A supplemental report will be submitted according once this is completed.

Event description:
Edwards received notification that this valve was noted to have a flaw on the leaflet. The valve was not used. It was notes that the device was "not implanted, defective." The valve was returned for evaluation.

Event description:
Edwards received notification that this valve was noted to have a flaw on the leaflet. The leaflet had what appeared to be fibers delaminating from the tissue. It was noted by the surgeon after the valve was passed up for implantation (after opening the jar and after rinsing). The valve never touched the patient and was not used. Additionally, an implant data card (idc) was received in the ipr with the note "not implanted, defective". During pre-decontamination examination of the valve, it was found a black particulate on the outflow aspect of one of the leaflets that was not able to be rinsed off during rinse procedure per IFU.

Manufacturer narrative:
Additional manufacturer narrative: updated section event.